Manufacturer narrative:
No sample has been received by manufacturing for evaluation. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported that three knife blades were not sharp enough when the packages were opened prior to surgery. There is no patient impact associated with this report. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received clarified that the knives were not sharp enough during surgery. An alternate, fourth knife was obtained in order to complete the procedure with no impact to the patient.

Manufacturer narrative:
Three opened knife samples were received for evaluation. Two had tip protectors and were in pouches. One knife was protruding through the tip protector and one had no tip protector. The knives were received in a bag for the report of not being sharp. The returned samples were visually inspected and sample number one was found to be nonconforming with a damaged tip and a damaged cutting edge. Sample number two was found to be nonconforming with a damaged cutting edge and sample number three was found to be conforming. Sample numbers one and two were not tested for penetration due to the damage on the samples. Sample number three was functionally tested for penetration and was found to be conforming. One of the returned samples was found to be conforming however, two of the samples were found to be nonconforming therefore, the exact root cause could not be determined from the investigation performed. The damage to the returned nonconforming samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife samples is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged cutting edge and damaged tip exhibited on the returned opened samples, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).